Manufacturer narrative:
D9- received 11v ebb only. Controller was not returned on 13jun2024. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient called their healthcare team with an active backup battery fault alarm on a battery they had just received (B)(6) 2024. They were asymptomatic and were not doing anything out of the ordinary at the time. They were eating breakfast at a diner and their system controller was safely secured in their abdominal binder. The patient performed a system controller exchange without any issues. Healthcare providers replaced the backup battery in the exchanged controller that had been primary at the time of the alarms and sent log files for review to confirm there was no concern with the controller, as it seemed fine after that backup battery replacement. Log files confirmed backup battery faults on (B)(6) 2024.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed based on the information recorded in the provided log files. Log files provided by the customer were reviewed. The event log file contained data recorded on (B)(6) 2024. The information captured at 05:31 revealed that a backup battery fault alarm associated with an ebb load test fail (error code f36) became active. The backup battery alarm remained active until the end of the log file where the driveline was disconnected consistent with the reported controller exchange. The periodic log file contained events captured from (B)(6) 2024 to (B)(6) 2024 where a backup battery fault alarm associated with an ebb load test fail (error code f36) was recorded on (B)(6) 2024. At the time the log files were collected the backup battery in use was serial number ((B)(6)) with a manufacture date of (B)(6) 2023. The returned 11v backup battery (gx348377) was functionally tested and the backup battery fault was not able to be reproduced. The root cause of the backup battery fault alarm was determined to be the battery not passing the load test; however, the reason for the load test not passing could not be conclusively determined through this analysis. A corrective and preventative action was initiated to investigate the backup battery faults. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use,under section ¿system operation¿ covers the system controller backup battery power and replacing a backup battery in the system controller. All the steps to replace the backup battery are addressed in this section. No further information was provided. The manufacturer is closing the file on this event.